Manufacturer narrative:
Implant date is an approximation.

Event description:
It was reported the patient had been implanted in early 2016 and later underwent a revision in (B)(6) 2017. Reportedly, the valve was not flowing and appeared to be blocked. It was stated that there had been no adjustment of the valve after implant. During the revision, the valve was replaced with another manufacturer¿s product. The patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personal. The valve met the requirements for siphon, reflux, and leak testing. However, the valve could not be tested for pre-implantation and pressure-flow due to the valve becoming stuck after autoclaving the device. All valves are 100% tested at the time of manufacture. Explant and event dates updated.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had presented with headaches and it was at that point that it was determined the valve was not flowing. No dates were provided. There were no issues with the valve prior to this and the setting had not been changed.